Manufacturer narrative:
(B)(4). Currently pending device evaluation.

Event description:
The device is part of the recall population regarding the u8 component. Upon return, the unit failed self test.